Event description:
Blanching of skin at sight of arterial line -arterial lines are flushed with heparin flush. After a few days, blisters began to form at the site. This progressed to ulcer formation. Dose or amount: arterial line infusion, route: intra-artery. Dates of use: 2008. Diagnosis or reason for use: maintain arterial line patency. Event abated: no.